Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI(B)(4).

Event description:
Ppf and sticker sheets received. In addition in what was previously alleged, ppf alleges metallosis. Added updated lot numbers of liner and head. Added updated part and lot numbers of stem. Doi: (B)(6)2010 - dor: (B)(6)2017 (right hip)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Update aug 25, 2017: litigation received. In addition to what was previously reported, litigation alleges discomfort, soreness, limited ability to perform daily activities, friction and wear causing toxic metal ions. Added complainant information. Unknown stem has been added due to alleged toxic metal ions. This complaint was updated on sept 4, 2017.